Manufacturer narrative:
The device was returned to zoll medical canada for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, pacer output testing on a simulator, and functional stress testing of the pacer function without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's pacer output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.